Event description:
It was reported that this device had 25% battery longevity remaining after greater than five years of implant time. The device was explanted due to the november 5, 2018 advisory for (B)(4) shortened replacement time. There were no additional adverse patient effects. The physician sited that there were too many advisories and the costs were too expensive.